Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that inserter doesn¿t fit anymore in implant. - when did the even occur (pre-op/intra-op/post-op)? Intra-op - was there any patient consequence? No - what action was taken to resolve the issue? Take the offset impactor - how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 30 sec.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: procedure: hip revision. Description of issue: inserter doesn¿t fit anymore in implant. When did the even occur (pre-op/intra-op/post-op)? Intra-op. Was there any patient consequence? No. What action was taken to resolve the issue? Take the offset impactor. How long was the procedure prolonged, as a result of the difficulties encountered with the device (minutes)? 30 sec. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection revealed, heavy wear patterns on the overall surface. And the flanges deformed on the tip of summit standard imp. Inserter. Additionally, signs of impactions were observed, on distal portion of the device surface, causing deformations. Wear condition was identified, as an end of life indicator. Damage consistent with repeated use and servicing around 9 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. The observed, conditions of the device can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in deformations. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was unable to be performed, due to the post-manufacturing damage. However, based on the damage observed, it is reasonable to confirm, unable to assemble allegation. Potential cause can be traced to a component failure, as condition may happened as a consequence of the observed damage. The overall complaint was confirmed. As the observed, condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined. That no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "inserter doesn¿t fit anymore in implant.." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that ¿257005100, summit standard imp. Inserter¿ had worn out. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.